Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 1400 mg/dl. The patient was vomiting, had cardiac and respiratory problems. For treatment, the patient received intravenous (IV) fluids and medications. The patient was prescribed symbicort, 2 cups into the lungs twice daily, butalbital at 40 mg to take 1 capsule at 3 times daily, cetirizine at 10 mg to take 1 tablet daily, lipitor at 40 mg to take 1 tablet daily, metoprolol 50 mg to take 1 tablet every 12 hours, nifedipine at 90 mg to take 1 tablet daily, pantoprazole 40 mg to take 1 tablet daily and pregabalin 75 mg to take 1 tablet daily. The patient was recommended to take folic acid at 1 mg to take 1 tablet daily. The pod was worn on the arm. The pod was discarded and the patient was discharged after 9 days.